Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on her insulin pump had sticking lately. The customer¿s blood glucose was unknown. Customer stated that all buttons except the back arrow were working. The customer stated that the troubleshooting was performed for the keypad anomaly. The customer called back and stated that they experiencing unresponsive keypad and having a hard time navigating through the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received no button response due to torn keypad overlay.